Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported valve was implanted to an inph patient via lp-shunt with the pressure setting of 200 mmh2o on (B)(6) 2017. After the surgery, the surgeon could lower the pressure setting from 200 mmh2o to 180 mmh2o smoothly. Then, the surgeon found that the lumber catheter was detached from valve connector in the week of (B)(6) 2017, and a surgery was performed to revise the detached lumber catheter. On (B)(6) 2017, the valve pressure setting was not able to be lowered although the surgeon tried for 40 min under x-ray. A revision surgery is scheduled to be performed on (B)(6) 2017. The patient is (B)(6), female, (B)(6), and her primary disease was sah. No further information was provided by the hospital. " the surgeon found that the competitor's lumber catheter was detached from valve connector ..."

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.